Event description:
It was reported that the t:slim x2 pump battery would not charge, leaving the pump screen dark and unable to turn on. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using a non-tandem charging cable.